Manufacturer narrative:
Ptc investigation result received on 17-dec-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was perfomied per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment: this case report was received from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping/ excruciating pain in sides and abdomen and never stopped bleeding/all month blood (diagnosed as dysfunctional uterine bleeding). She stated she felt like she had been poisoned (like there was a heavy metal coursing through her veins). Essure was removed. All reported events were considered serious due to medical importance. Only consumer's suspicion of metal poisoning is unlisted according to essure's reference safety information. During essure micro-insert therapy abdominal pain and abnormal genital bleeding and menorrhagia may occur. In this particular case, considering the positive temporal relationship between essure insertion and the reported pain and bleeding and since no alternative explanation was reported; a causal relationship with the suspect insert cannot be excluded. Regarding her suspicion of metal poisoning; the essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore this event was considered unrelated to essure. In addition non-serious events were reported. This case was considered an incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 17-nov-2015: new reporters were added and the patient demographic and biometrics data were updated. Her concurrent conditions included normal body mass index, no alcohol use, non-smoker and seasonal allergies. She was using depo for contraception. On (B)(6) 2013 a pregnancy test in urine was performed and the result was negative. On (B)(6) 2013 the essure, lot number b09699 (expiration date mar-2016), was placed with 2 proximal coils on left cornua and 4 on right cornua for permanent birth control by bilateral occlusion of the fallopian tubes. During the procedure cervical dilatation of 1.0cm with analgesia (paracervical block) was performed without difficulty. The tubal ostia were visualized bilaterally. No contraindications were noted. The patient was instructed to return for hysterosalpingogram (hsg) in 3 months post-operative. On (B)(6) 2013 the hsg (hysterosalpingogram) was performed and occluded fallopian tubes could be observed. The patient received the following concomitant medications within 3 months of the events onset: xanax (alprazolam), zyrtec (cetirizine hydrochloride), 5-hydroxytryptophan (oxitriptan), fish oil, multivitamins, vitamin d3 (colecalciferol), and vitamin e (tocopheryl acetate). On (B)(6) 2015 she presented with complains of alternating kidney pain for 4 weeks. She developed severe right flank pain (10/10). The pain then radiated to the right groin, lasting 20 minutes, but then resolved. On (B)(6) 2015 her pain was in the left flank, but had mostly resolved. She had no urinary symptoms and no history of kidney stones. She also had some hematuria for 3 weeks, usually mid cycle and was advised to return to office to recheck urinalysis for hematuria when she was not having menstrual blood. She had been having mid-cycle spotting during ovulation since her essure procedure. No birth control and her last menstrual period was on (B)(6) 2014. Follow-up information was received on 24-nov-2015: essure removal details were provided. The patient was taken to the operating room and placed supine on the operating table. After the induction of adequate general anesthesia, she was carefully placed in the modified frog-leg position; prepped and draped in the usual sterile fashion. The bladder was emptied with a straight catheter and a speculum placed in the vagina. A pediatric foley was placed in the uterus. Gloves were changed and attention focused on the lower abdomen. The skin of the intended area of incision was infiltrated with a mixture of marcaine 25% and epinephrine 1 to 100,000. A low transverse suprapubic incision was made and the subcutaneous fat carefully divided with the bovie knife. The fascia was nicked, elevated with a kelly clamp and cut laterally. Alice clamps were placed on either side of the median raphe and the fascia elevated by careful dissection. The rectii and pyrimidalis muscles were carefully separated and the peritoneum bluntly entered. The round ligament was identified, grasped with babcock clamps and elevated. The proximal tubes were trimmed until an identifiable lumen could be seen. The portion of the tube containing the device was dissected at the junction of the mesosalpinx and the tube proceeding medially. The center core of the essure was removed and then the outer spring. The medial portion of the fallopian tube was ligated and buried in the mesosalpinx with 7-0 nylon. 7-0 nylon was used to close the hysterotomy with interrupted figure of eight sutures. All counts were correct times 3. The fascia was reapproximated with 2-0 monocryl running suture with every third loop secured with a fisherman's knot. The fascia was injected with marcaine .5%. Liberal irrigation of the subcutaneous tissues was undertaken and the skin closed with 4-0 monocryl subcuticular stitch. A sterile dressing was applied. All counts were correct times 3, blood loss was negligible; the patient awoke and went to the recovery room in good condition. Operating time was 49 minutes. Company causality comment: this case report was received from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping/ excruciating pain in sides and abdomen and never stopped bleeding/all month blood (diagnosed as dysfunctional uterine bleeding). She stated she felt like she had been poisoned (like there was a heavy metal coursing through her veins). Essure was removed. All reported events were considered serious due to medical importance. Only consumer's suspicion of metal poisoning is unlisted according to essure's reference safety information. During essure micro-insert therapy abdominal pain and abnormal genital bleeding and menorrhagia may occur. In this particular case, considering the positive temporal relationship between essure insertion and the reported pain and bleeding and since no alternative explanation was reported; a causal relationship with the suspect insert cannot be excluded. Regarding her suspicion of metal poisoning; the essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore this event was considered unrelated to essure. In addition non-serious events were reported. This case was considered an incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in the united states on 16-oct-2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Additional information received on (B)(6) 2015. Case considered potential legal. Consumer was requesting compensation for essure removal. She was (B)(6) at time of this report. Her medical history included allergy to sulfa and abortion. At first year, she felt like she was hit by a bus, daily, joint pain, flu-like symptom, bones hurt (the only way she could describe the pain), she felt like being poisoned, like there was a heavy metal coursing through her veins, fatigue, lethargy, she could hardly get out of bed, severe night sweats and cramping. She finally decided she had either fibromyalgia or possibly leukemia. But then she realized that her body was reacting to the implants. Additionally, she reported scar tissue developing and inflammation, the source of pain, debilitation and disease. At second and third years, she stated that it eventually ended. Then, for the last year (2015), she was experiencing excruciating and persistent pain in her sides/ abdomen. Thought it was kidney stones, possibly. She also reported labor-pain type menstrual cramps and that she never stopped bleeding. All month, blood. Sex was painful over the last year (she was at abstinence) and each time she had sex or exercised at the gym, or ran sprints (anything that involves the waist/hips area), she experienced bleeding afterward. She was bleeding during sex, after sex, and for weeks following sex. Her vaginal discharge smells different than it has before, and it is not a pleasant smell. She was also experiencing intermittent severe gas and bloating of the abdomen, from her rib cage down. An x-ray was performed and showed the implants were exactly in the correct position. Three days before this report (oct-2015), she scheduled essure removal and stated that wants a compensation to have the surgery on (B)(6) 2015. Summary of side effects she experienced since essure implants in 2012: bone aches, joint aches, lethargy, chronic fatigue, night sweats, chronic stabbing pains in sides (have never gone away for the last year), flu-like symptoms, intermittent/ stabbing pain in lower abdomen (ovary/fallopian tube area), severe menstrual cramping (never had this before), bleeding during sex, bleeding for weeks after sex, bleeding after exercise, bleeding all the time, even just sitting, severe gas, severe bloating and distended abdomen almost all the time, foul-smelling vaginal discharge. Additionally, medical notes from (B)(6) 2015 included: dysfunctional uterine bleeding. She was with complaints of pain in both side and irregular bleeding after intercourse and health activities. She has bleeding with any vigorous physical activity and has constant bilateral adnexal pain; has not been imaged since device was inserted. Symptoms are affecting her daily life. Assessment /plan: dysfunctional uterine bleeding. Abdominal x-ray was performed and showed no acute abdominal process. Essure device appear to be in satisfactory position. Comparison with hsg performed on (B)(6) 2013. The essure device was unchanged. No acute abdominal process. Bilateral essure devices noted in the pelvis with location suggesting appropriate positioning. Ptc investigation result received on 02-nov-2015. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical faure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping/ excruciating pain in sides and abdomen and never stopped bleeding/all month blood (diagnosed as dysfunctional uterine bleeding). She stated she felt like she had been poisoned (like there was a heavy metal coursing through her veins). Essure removal was scheduled in the days following her report and she requested financial compensation for the surgery. All reported events were considered serious due to medical importance. Only consumer's suspicion of metal poisoning is unlisted according to essure's reference safety information. During essure micro-insert therapy abdominal pain and abnormal genital bleeding and menorrhagia may occur. In this particular case, considering the positive temporal relationship between essure insertion and the reported pain and bleeding and since no alternative explanation was reported; a causal relationship with the suspect insert cannot be excluded. Regarding her suspicion of metal poisoning; the essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore this event was considered unrelated to essure. In addition non-serious events were reported. This case was considered an incident, since device removal will be required (surgery scheduled). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.